Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical germany evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including ECG stress testing without duplicating the report. A visual inspection of the defib and ECG connectors resulted in no findings. The device was recertified and returned to the customer. No trend is associated with reports of this type.